Manufacturer narrative:
Customer's observation was not replicated in-house with retention devices. Retention devices were tested with 25 miu/ml hcg cutoff urine control and 3 high level of hcg urine controls (201.4 iu/ml, 204.2 iu/ml and 212.2 iu/ml), all results were hcg positive at read time and met qc specification. No false negatives were obtained. Manufacturing batch record review did not uncover any abnormalities. Root cause could not be determined based on the information provided by customer. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.

Event description:
Report received from the (B)(6) of potential false negative hcg for one patient. When testing with surestep hcg pregnancy test. The test was repeated with a negative result. It is unknown whether the same sample was used. No confirmatory testing was performed. It was noted that the patient was under medication but no further details were available. Although requested, no further details have been provided. There was no reported adverse patient sequela. Note: this product is not distributed in the us. This MDR filing is due to the device being the same or similar as a device available in the us.